Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has not returned the product to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the complaint device was skipping. There was no patient involvement or impact. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were low but within specification and the control bar was out of position. The motor, eccentric shaft, bearings, and various other parts were scrapped and the control bar was repositioned and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.